Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for obstruction within device and graft hole as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, that approximately ten months post placement of a left upper arm vascular graft, the patient was hospitalized and surgical reconstruction and thrombectomy of the graft was performed. It was further reported that a hematoma, a hole in the graft and a partially clotted graft was identified. Reportedly, the event was considered resolved and the patient discharged on hospital day eight.

Event description:
It was reported through the results of a clinical trial, that approximately ten months post placement of a left upper arm vascular graft, the patient was hospitalized and surgical reconstruction and thrombectomy of the graft was performed. It was further reported that a hematoma, a hole in the graft and a partially clotted graft was identified. Reportedly, the event was considered resolved and the patient discharged on hospital day eight. New information: it was reported through the results of a clinical trial that approximately one year two months post placement of a left upper arm vascular graft, the patient experienced infection of vascular access, was hospitalized and treated with antibiotics. The patient was discharged approximately seven days post admission. Reportedly, the event is considered not resolved.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for obstruction within device and graft hole as no objective evidence has been provided to confirm any alleged deficiency with the device. It was also alleged that the patient experienced an infection of vascular access. However, there is no evidence that the device was involved with the infection. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, that approximately ten months post placement of a left upper arm vascular graft, the patient was hospitalized and surgical reconstruction and thrombectomy of the graft was performed. It was further reported that a hematoma, a hole in the graft and a partially clotted graft was identified. Reportedly, the event was considered resolved and the patient discharged on hospital day eight. New information: it was reported through the results of a clinical trial that approximately one year two months post placement of a left upper arm vascular graft, the patient experienced infection of vascular access which required hospitalization and treatment with antibiotics. Reportedly, the event was considered resolved and the patient was discharged approximately seven days post admission.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for obstruction within device and graft hole as no objective evidence has been provided to confirm any alleged deficiency with the device. It was also alleged that the patient experienced an infection of vascular access. However, there is no evidence that the device was involved with the infection. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.